Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to an unknown reason. During the procedure, the locking screw for the tibial cruciate sleeve augment punch was loose. There was no delay or patient injury.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.